Event description:
A coronary stent with delivery sys was successfully advanced to an unk target lesion site in the pts body. Upon the initial inflation attempt, the balloon catheter would not inflate beyond 2 atmospheres of pressure leaving the stent partially deployed. In response, the ptca balloon was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.